Manufacturer narrative:
The investigation has been completed. Data review: console logs did not contain any data relevant to the complaint. Device analysis: console was tested after arriving in field service. The reported broken dust cover was confirmed during inspection of the console. Conclusion: the root cause of the broken pump connector cover assembly was likely use related. H3: added information regarding the investigation status. H6: added codes per the results of the investigation h10: added the results of the investigation.

Manufacturer narrative:
The reported issue had no patient involvement. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller (aic)'s dust cover over the white plug connection site broke. This issue did not have patient involvement.